Event description:
It was reported that during reprocessing, the bronchovideoscope had an e315 alarm. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.